Manufacturer narrative:
(B)(6). This report is for (8) unknown screws/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery to treat a non-union occurred on (B)(6) 2016. Nonunion was discovered via x-ray taken on an unknown date. A plate and 8 screws were explanted fully intact. Originally the patient underwent open reduction internal fixation (orif) surgery on (B)(6) 2015 to treat a right proximal humerus. The patient was revised with a periarticular proximal humerus plate and screws and bone graft. The surgery was successfully completed without any delays. This report is 2 of 2 for (B)(4).